Manufacturer narrative:
The device was used in off-label implantation in the mitral in mac position. As there are no specific IFU or training materials related to mitral in mac procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a small perforation of the calcium posteriorly may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
According to the field clinical specialist (fcs), following successful deployment of a 26mm sapien 3 ultra resilia (s3ur) valve in the mitral in (mac) position, transesophageal echocardiography (tee) revealed a pericardial effusion. A pericardiocentesis was performed, after which the procedure was converted to open-heart surgery. Upon further evaluation, the surgical team determined that the rupture was irreparable. The patient was transitioned to postoperative recovery, where the decision was made to allow natural expiration. There was no allegation of a device malfunction. There was no clear conclusion between the team. It was thought that there was a small perforation of the calcium posteriorly.